Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was leaking during dwell three of four on the home choice (hc). The caller indicated the leak occurred at the connection between the transfer set and the patient line. The technical service representative (tsr) advised the home patient (hp) to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.